Manufacturer narrative:
The insulin pump was received stuck with a blank flashing white lcd with audio beeps due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a constant tone and began to flash black and white. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to resolve either issue. The insulin pump was returned for analysis.